Event description:
It was reported that during the lead implant attempt, the physician noted the lead had an irregular bend in the coil. The lead was then extracted from the patient's body and a new lead was placed. At this time the physician noted excessive bleeding and a small a-v fistula subsequent to the implant attempt, created by the needle while attempting to gain access. The second lead was also removed from the patient's body. The fistula was surgically repaired and the patient was reimplanted 4 days later. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead returned and analyzed. (B) (4) no anomalies found. Full lead returned and analyzed. Additional analyst comment - the distal end of the lead has a slight bend as described in the reason for the lead not being implanted.